Manufacturer narrative:
The damage found was sustained during the surgical procedure and it was noted that there was also two inner insulation abrasions at the suture sleeve tie region breaching the inner insulation and exposing the inner coil. Suture sleeve tie impression was noted at 14.0 cm from the connector pin.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine checkup. During a remote transmission it was discovered that the right atrial (ra) lead was exhibiting sensing noise and low pacing impedance. The patient was scheduled for a ra lead extraction. During the procedure, the physician noted that there was compression near the conductor suture sleeve. The physician opted to explant and replace the ra lead, a new lead was successfully implanted. The patient was in stable condition.